Event description:
It was reported that a patient has a custom trach where the flange on the side has broken twice in a month. The issue happened on separate occasions causing the trach to dislodge. It is unknown how the issue was resolved at this time. No patient injury or adverse affects have been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other text: two (2) photos were provided for evaluation. Review of the provided pictures confirmed a torn eyelet. No information was provided as to the type of tracheostomy holder used. Based on the pictures, it appears one with velcro and/or metal clips. Section 4.0 warnings in the (IFU) instructions for use says, guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product. The reinforced eyelets are more robust, but are still made out of silicone, which can be cut by velcro or metal clips. No corrective actions are planned at this time. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.